Event description:
A complaint of high readings was received on a customer's precision qid meter. The customer obtained a meter reading of 280 mg/dl compared to a laboratory result of 118 mg/dl. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.